Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to unknown reason, on unknown date, and with blood glucose of 27 mg/dl. Customer also reported that the insulin pump had occlusions and insulin went through the tubing too fast. The customer declined troubleshoot for low blood glucose. The device will not be returned for analysis.